Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell on (B)(6) 2022, and since then, the stimulator was not helping with her pain. An impedance test on (B)(6) 2022 found that contact 11 had an impedance value of greater than 40,000 ohms. This contact is not utilized in any of the patient's active programs. The manufacturer representative increased pulse width on all three programs, and the stimulation now feels as it did prior to the fall. The loss of therapy has been resolved. No surgical intervention was planned or performed to resolve the issue of the high impedance.